Event description:
Customer reported the insulin pump kept alarming. Customer's blood glucose was 151 mg/dl. Alarm did not occur during rewind or prime sequence. Customer was advised to disconnect and remove reservoir from the insulin pump. Advised to a perform rewind process. Time and date correct. A normal bolus to air was performed and amount was recorded. A temp basal was not programmed before the alarm occurred. Self test was performed, device passed. Customer was advised to monitor the device. Customer called again and stated the alarm reoccurred. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.